Event description:
The rptr stated that the sealed peel pouch appears to have leaked from the inner product pouch into the outer clear pouch inside the packaging. All 5 pieces of the bilayer matrix wound dressing appear to have some damage. There was no pt contact, no pt use.

Manufacturer narrative:
The returned product was examined. Confirmed lot is 105ba0105205. Confirmed fluid was leaking from inner pouch. Outer pouch seals acceptable on visual inspection. Based on preliminary investigations, this lot of integra bilayer wound dressing will be recalled.